Event description:
It was reported that the tip of the unit detached and fell into the patient during a procedure. Further, it was reported that the account used the unit even though it was supposed to be returned from the product field action.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.